Event description:
On (B)(6) 2011, patient reported she went to the hospital with dka and was just released yesterday. Patient stated she feels the infusion device is not delivering insulin properly. Patient reported she feels her blood glucose has been elevated and above normal for the past year as a result of the infusion device. Patient stated on (B)(6) 2011, she woke up and her blood glucose was 496 mg/dl. Patient reported she had to come home from work and ended up going to the hospital where she was admitted. Patient stated by the time she got to the hospital, she was diagnosed with dka and taken off of the infusion device and placed on an insulin IV. Patient reported she was also given lantus in the mornings. Patient's target blood glucose range is 100-125 mg/dl. Patient stated she is currently on her backup infusion device and has no concerns. Patient reported the hospital informed her the infusion device was not working since her blood glucose was so elevated. Patient stated she feels the infusion device was not delivering insulin properly. Verified no alarms or occlusions occurred. Unable to access bolus history as patient does not have a battery in the infusion device. On follow up call on (B)(6) 2011, patient reported ongoing concerns regarding the infusion device. Product was replaced and requested return of the alleged product for evaluation.